Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With review of the available clinical data there is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Additionally, the patient was on multiple anticoagulants including aspirin, coumadin and heparin. Heparin isn't recommended in the IFU after the initial post operative phase. Bleeding and platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines and patient management suggestions. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the us that a patient had a non-surgical bleeding episode while on heparin, coumadin and aspirin. The inr at the time of event was 1.3 and it was felt to be a coagulopathy and device treatment related. The patient received required one unit of blood transfusion.